Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms when reservoir reached 1.0. Customer reported that issue occurred for a month. Customer's blood glucose was 540 mg/dl. Troubleshooting was performed and customer was only able to deliver a small amount of insulin. Customer was advised to change reservoir and to call back should issue persist.